Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock based on the device identification the complaint databases were reviewed for similar reported events regarding pack damage. There have been no other similar events for the reported lot. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported via voicemail that during a procedure, the packaging of a size 7 cr femur was broken.